Event description:
Olympus was informed that a customer bronchofiberscope was returned to the regional repair center (oerc) for a reported ¿bronchoscope is squeezed at the distal end¿. Upon inspecting, the scope was found to have exposure of the internal metal of the insertion tube. No patient injury or harm was reported to olympus.

Manufacturer narrative:
The evaluation confirmed the customer¿s reported issue as the insertion tube had multiple dents/smash marks near the distal area of the insertion tube. Also, the scope was found to have exposure of the internal metal of the insertion tube; the scope failed the leak test due to critical tear of the insertion tube cover. The universal cord is also damaged. There is image and light guide bundles have breakage. The angulation is below standard specifications. The instrument channel tube has deformation. The suction function failed. The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Manufacturer narrative:
This supplemental report is to inform that upon further review, this is not a reportable malfunction. Per the legal manufacturer, there is no potential for this issue to cause or contribute to death or serious injury if the malfunction were to recur.